Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Insert has low water flow partially clogged. The insert was tested on a digital thermometer gauge # 6116 due date: 07/31/19 the temperature is 78.9° degrees meets spec. Specification states not to exceed 118.4° f. ((B)(4)).

Event description:
While using a 30k thinsert insert, the insert was overheating and the vibration and water flow are both weak; no injury resulted.